Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from a patient's left eye. It was noted that the intraocular lens was explanted due to the inability to reposition the iol. It was indicated that the device did not cause or contribute to the event. A replacement iol (model ar40e, 21.0 diopters) was implanted. No unplanned surgical interventions, such as vitrectomy, incision enlargement, or sutures, were required during the procedure. Information regarding visual acuity outcomes, including any loss of best spectacle-corrected visual acuity (bscva), was not available. No additional clinical details, including refraction data, pre-existing conditions, or patient outcome, were provided. There were also no reports of limitations in daily activities or the need for medications outside the standard of care. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.